Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 22-jan-2026 investigation summary: bd received one sample along with four photos for investigation. Evaluation of the sample and photos showed the presence of an incorrect stopper in the shield. This product requires a gray stopper, not a red stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the cap of the tube exhibited a different color than the other tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the cap of the tube exhibited a different color than the other tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.